Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that the implant had to be removed due to infection. The original implantation date was unknown. The procedure and patient outcome were unknown. No other information provided. This report is for one (1) ti pspc matrixmandible double angle recon pl/med/2.5mm thick. This is report 1 of 2 for (B)(4).